Manufacturer narrative:
The actual complaint sample was returned for review by the customer. The customer returned 3 unopened samples of product code 55588amdx, lot# 140001175262x. In addition, 2 photos of the reported condition were also submitted with the complaint. The photos were evaluated for the reported condition and clearly showed small pieces (~2mm according to the scale in the picture) attached to the wound once the dressing had been removed. The returned samples showed no abnormalities visually (i.e. Color, texture). The samples were submitted for testing according to product specification for color, appearance, absorptive capacity, softness, and phmb concentration. The device history record (DHR) was reviewed for lot # 140001175262x and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. All test results were within specification. The research & development (r&d) team was also consulted to see if there were any contra indications of foam with other materials that would cause the degradation in any way of the foam. R&d was not aware of any identified risk of this nature associated with this product. Operators were consulted to determine if any sticking property of the foam had ever been noted in the manufacturing process, but nothing of this nature had been seen. The notes section mentioned that the dressing was changed at 48 hours, well within the recommended timeframe of 7 days per the instructions for use (IFU). A possible root cause is that the foam interacted with a topical treatment used during the adjuvant therapy for chronical venous insufficiency that had an effect not currently known to exist. This issue will be reviewed during the monthly report out for the factory. No changes to the quality control sampling plans are deemed necessary. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. No formal corrective action preventive action has been created for this complaint. This complaint will be used for trending purposes and reviewed with plant management.

Manufacturer narrative:
Submit date: 11/16/2015. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an foam dressing. Customer reports that amd foam stick to wound and particles of foam remain in wound.